Event description:
A patient has lost all stimulation sensation from their device system. Impedance readings greater then 40,000 ohms on electrodes 3, 4, 5, 11, 12, and 13 were reported. The patient was not able to feel stimulation on the noted electrodes with high impedance. Attempts to program pairs with lower impedance measurements was unsuccessful, however, stimulation was accomplished at only the tips of the leads and not the "sweet spot" needed for programming. The snap lid was switched out, but impedance measurements remained the same. Replacing the leads was discussed. The patient's outcome was not reported. Additional information is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).